Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.(B)(4)

Event description:
Patient was revised to address pain and stiffness. During surgery, pseudotumors and scarring of the tissue was noted. It was also noted that the trunion was corroded and pitted.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the returned devices by depuy material science and commercialized product development found no evidence of material or manufacturing defects. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. Review of provided patient x-rays and medical records did not find any product contribution to the reported event. The investigation can draw no conclusions with the information provided. Based inability to determine root cause, the need for corrective action has not been indicated.